Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the gastrointestinal videoscope exhibited the presence of red dye inside the scope that could not be removed during reprocessing. There were no reports of patient involvement.